Manufacturer narrative:
Qc pre the event was within lab established ranges. Qc was not run after the event. A bci field service engineer (fse): cleaned flow-cell, loaded new reagents, primed ise, calibrated ise, run precision, and verified performance.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low sodium (na) results on ten (10) patients generated by the unicel dxc 600 pro synchron chemistry analyzer. The results were not reported out of the laboratory. The samples were repeated post recalibration and higher results were obtained. Patients treatment was not impacted.